Manufacturer narrative:
Concomitant medical products: 419688, lead, implanted: (B)(6) 2010; dtma1d1 crtd , implanted: (B)(6) 2018 .

Event description:
It was reported that the right atrial (ra) lead exhibited rare undersensing causing false termination of some atrial tachycardia/atrial fibrillation (at/af) episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.